Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
Getinge became aware of an incident with one of devices- powerled. As it was stated by the customer the light was drifting and customer requested service on unit. During the device inspection it has been found that multiple lights and booms on the unit had defective parts and missing pieces. With the received customer allegation no information about injury was provided however we decided to report this case based on potential as some parts were found to be missing and this could have pose a risk of parts falling down from the device might led to contamination. It was established that when the event occurred, the device did not meet its specification as there were missing parts, therefore technical deficiency was confirmed, and it contributed to event. In the time when the event occurred the device was not being used for the patient treatment. Unfortunately and despite our best efforts, subject matter experts did not receive enough information to conduct the technical investigation. It is not possible to determine the root cause of the alleged issue. User manual for powerled devices (IFU 01581_en_version 09) includes information about steps which needs to be taken every day before use of the device and it clearly states that the device apart from integrity of the device also for example covers on the suspension should be checked if are in proper position and in a good condition. Taking under consideration above information we could suspect that the device which played role in the investigated herein issue could be connected with lack of proper maintenance, however without any further information we are not able to confirm this root cause. Given the circumstances and the fact that there is no apparent trend in complaints of this nature we shall continue to monitor for any further events of this nature and do not propose any further action at this time. We believe that our devices are performing correctly on the market.

Manufacturer narrative:
Additional information will be provided upon results of investigation. Device not returned to manufacturer.

Event description:
On (B)(6) 2020 getinge became aware of an issue with the one of our surgical light ¿ powerled. As it was stated by the customer the light was drifting and customer requested service on unit. During the device inspection it has been found that multiple lights and booms on the unit had defective parts and missing pieces. Due to this replacement of the defective parts (dust cover, brakes, light control decal) was performed. After performance verification the device was returned to the customer for further use. No information about injury was provided however we decided to report this case based on potential as any parts falling down from the device might led to contamination. Manufacturer's reference number: (B)(4).